Event description:
Meter name: surestep enhanced. Strip name: lifescan surestep. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported that the patient's spouse called ems in 2001 due to high readings and the patient was hospitalized. The patient's meter allegedly was inaccurately high. The result on the patient's meter was unknown. Customer's bg reading 5 days later was 414mg/dl. The result at the hospital was "12". The time difference between patient's meter and hospital was unknown. Treatment at the hospital was unknown. No further info has been reported.